Event description:
It was reported that during a lap cholecystectomy procedure, the device would not deploy clips. When the clip would deploy, it would not close. They completed the procedure with another device. There was no pt consequence.

Manufacturer narrative:
Date sent: 11/20/2008. Info anticipated, but unavailable at this time.